Manufacturer narrative:
E1 (B)(6). E2: yes. E3: physician. Claim (B)(4). See claim (B)(4) for fellow eye.

Manufacturer narrative:
Claim# (B)(4). See claim (B)(4) for fellow eye.

Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault with significant reduction in iridocorneal angles. The lens was exchanged which resolved the problem. Cause of the event was reported as patient related factor. This is report 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.